Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected no delivery alerts or alarms noted during our testing. The operating currents were within specifications. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
No unexpected no delivery alerts/alarms noted during testing. Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test. The operating currents were in specification. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer had a headache. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states that there were no site or insulin issues; and did not want to check settings, stating that they have not been changed. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. Insulin pump would be replaced per customer's request.